Manufacturer narrative:
The reported event was for lead dislodgement. The helix was retracted and was clogged with dried blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2021. There were no adverse consequences to the patient.